Event description:
Follow up revealed that surgical intervention was undertaken on (B)(6) 2017 to replace the implantable neurostimulator (ins). The issue has been resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported that the patient experienced pain at their implantable neurostimulator (ins) implant site. As a result, surgical intervention may be pending to address this issue.